Manufacturer narrative:
Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a stapler misfire allegedly occurred when a blue stapler 45 reload was fired. As a result of the alleged issue, the surgeon applied sutures to the staple line as a precaution.

Event description:
It was reported that during the da vinci-assisted sigmoid colectomy procedure, a staple line was allegedly not fully formed. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and gathered the following additional information regarding the reported event: the csr was present during the surgical procedure. He confirmed that some staples were not properly formed in the ¿b¿ shape formation when a blue stapler 45 reload was fired with a stapler 45 instrument. The target tissue was colon. According to the csr, a third of the proximal staple line had malformed staples. The csr stated that the surgeon was able to fire 2 stapler reloads before the event occurred. During the process of attempting to fire a third stapler reload, the csr indicated that an ¿inadequate clamping¿ warning was generated. The surgeon then readjusted the stapler clamp and pressed the blue pedal. The csr claimed that the surgeon accidentally removed his foot from the pedal while the clamping process was 90% complete. The surgeon then quickly double tapped the blue pedal to complete the stapler clamp at 100%. From his perspective, the csr indicated that the tissue did not appear to be bunched. The surgeon fired a fourth stapler reload to finish off the transection of the colon. The surgeon reportedly sutured along the staple line to ensure adequate sealing. Per the csr, it is not the surgeon¿s normal practice to apply sutures to a staple line. There were no reports of abnormal bleeding or the need for blood transfusions. The surgical procedure was completed robotically and there were also no reports of patient injury or harm.